Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was returned for evaluation but evaluation is still in progress. Upon completion of evaluation of the subject part, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(4) 2018 it was reported to k2m, inc. That a surgery took place in which an inserter inner shaft tip sheared off and remains in the cage inside the patient. Surgery took place (B)(6) 2018.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a surgery took place in which an inserter inner shaft tip sheared off and remains in the cage inside the patient. Surgery took place (B)(6) 2018.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. The fracture face was found to exhibit patterns consistent with failure due to over-torquing. Further correspondence indicated that lateral forces were introduced during insertion which may have contributed to bending of the inner shaft insitu. This bend may have increased resistance during disengagement, leading to failure in torsion.